Manufacturer narrative:
When completed, the investigation results will be submitted in a supplemental report.

Manufacturer narrative:
A review of the device history records indicates that the reported devices were manufactured and accepted into final stock with no reported discrepancies. The complaint history review indicated that there were no similar events for the reported lot. The reported event was confirmed. The top portion of one of the dowel pins of the proximal rod assembly fractured. The fractured portion was not returned. The investigation determined the root cause of the event to be repeated overloading of the pins by impaction and extraction which is the intended use of the instrument. Device history review: review of the device history records indicate devices were manufactured and accepted into final stock. Complaint history review: there have been no other events reported for the reported manufacturing lot. Visual inspection. The device was returned with the head of one of the captive pins fractured from the device. Functional inspection: the damage to the device renders it non-functional. The investigation determined the root cause of the event to be repeated overloading of the pins by impaction and extraction which is the intended use of the instrument. CAPA was initiated in 2003 to address the failure of the pin heads during impaction and extraction. Ecn was implemented and modified the design of the device to remove the heads of the captive pins. The subject device was manufactured prior to these corrective actions. If additional information becomes available, this investigation will be reopened.

Event description:
The pin was broken during impacting in the medical procedure.

Event description:
The pin was broken during impacting in the medical procedure.